Event description:
Drive devilbiss healthcare was notified of an incident involving a posterior walker by an end user, who stated that the wheels to her walker became caught in a doorway, causing her to fall to the ground and sustain bruising, swelling, and bleeding to her face. The end user consulted a doctor after the incident to confirm that there was no further injury. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.